Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r5pg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that one week post-implant at a follow-up appointment, the implantable neurostimulator (ins) was hard and the health care provider (hcp) said that it may take some time for things to leak out. The hcp pressed down on the ins site to get it to ooze and it only oozed a little at that time. The patient took pictures daily and their hcp went on vacation. The ins site popped open a couple of days later and a huge blood clot came out of the site. The patient called their hcp's office and was told no other hcps in the office could help them, so the patient went to the emergency room (ER). The hcp told the patient to go home and come back if it bled more. The patient had a blood disorder and was on a blood thinner and started bleeding again and the ER told the patient they couldn't help them. The ER staff did not swab the ins site for infection at the time. The patient sent their manufacturer representative pictures of the blood clot and the ins site wide open on (B)(6) 2015 and called the manufacturer representative from the ER. The patient got 2 hematomas in their stomach at the same time and the manufacturer representative told the hcp's office to get the patient in. The hcp's office checked the ins site in (B)(6) 2015 and the patient had a bacterial infection and was put on an antibiotic. The hcp closed up the ins site in (B)(6) 2015 and it popped up a few days later. The hcp called it a wound ulcer and told the patient to wash it with soap and water. The patient saw lead wires and the ins was coming out of the pocket. The ins was removed on (B)(6) 2015. The patient was given a power patch and was in recovery for a long time. The patient left the hospital on the same day as the removal surgery. The patient's bone started hurting at the ins site 6 weeks before removal. The patient was told the entire device and leads were removed, but they had pain in their hips since removal. X-rays taken showed metal in the patient and clips were still in the patient. The pain never went away since (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor.